Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the pacemaker and this right ventricular (rv) lead exhibited a lead safety switch (lss) due to a high out of range pacing impedance measurement of 2010 ohms. The device was still in unipolar due to better impedance and threshold measurements from the daily measurement. Also, the r wave amplitude dropped and oversensing of noisy signals was observed. It was noted the patient was not device dependent, and the r wave was observed through the noise. Technical services (ts) discussed the device could reprogrammed to unipolar pacing and bipolar sensing; however, the health care professional (hcp) would need to ensure no oversensing was observed. Ts suspected an outer conductor issue. This rv lead remains in service. No adverse patient effects were reported.